Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: manufacturer's analysis was unable to confirm the customer comment that the programmer boot stopped at the startup screen. Analysis indicated that the hard drive health was at ninety-nine percent and the electrocardiogram connector on the printed circuit board was loose. The programmer was to be scrapped. (B)(4).

Event description:
It was reported that the programmer booted up but locked up at the startup screen. It was noted that accessories such as the programmer head and the stylus became unresponsive. The programmer was returned for repair. The programmer tested out of specification during manufacturer's analysis. There was no patient involvement.